Manufacturer narrative:
(B)(6). The lot 17b033 was manufactured between february 16, 2017 ¿ february 17, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder had ruptured. The ruptured reservoir was microscopically examined for signs of abnormality that may have caused the rupture and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a single day infusor ruptured. This event occurred before use by a patient. The infusor was filled with ropivacaina. There was no patient involvement. No additional information is available.